Event description:
Complaint received alleged that the siderails were not staying up. Unit was in repair shop. There was no incident reported.

Manufacturer narrative:
Technician installed missing siderail rachet rivets from both siderails poles to resolve this issue. Unit was found in the repair shop.